Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a lead anchor, on (B)(6) 2011 for back pain. It was reported that the patient felt stimulation in her ribs, abdomen and legs. The physician decided to perform a revision procedure on (B)(6) 2011. It was reported that the anchor had split open, and the physician explanted and replaced the anchor. The patient denied any falls or sudden movements. No further patient complications were reported.